Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the printed circuit board, leading to the 180 scope not producing an image.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the unit was tested with multiple scopes and clear images were produced. However, a faulty patient board set was found, causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the image produced was blurry. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.